Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Implant package was opened to be implanted. Inner package was compromised. Implant slid out of package. Second inner package was also compromised and it was determined that sterility was compromised. A second implant the next size up was opened and implanted.

Manufacturer narrative:
An event regarding breached sterility of the device packaging involving a duracon tibial wedge was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed a breach on both sides of the inner and out pouches the device is packed in. Medical records received and evaluation: not performed as it was reported that there was no patient involvement. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that both sides of the inner and outer pouches the device is packaged in were breached. Water damage noticed on the carton edges of the package could have possibly compromised the seal of the pouches. The root cause was concluded to be manufacturing related.

Event description:
Implant package was opened to be implanted. Inner package was compromised. Implant slid out of package. Second inner package was also compromised and it was determined that sterility was compromised. A second implant the next size up was opened and implanted.